Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found that the aea shaft bearing was contributing to friction.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure the 30-degree endoscope had a scope rotation problem. When flipped to 30 down the image flipped upside down. The collar of the scope would not rotate. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was changing the scope angle at the time of the event. The image was inverted and the endoscope moved freely with uncontrolled motion. The event did not involve a reversed control on system arms (e.g., the master goes left, and the instrument goes right). The 30 degree endoscope was installed in the up orientation. The surgeon confirmed the desired orientation when the endoscope was installed before going 30 down. There was no indication of the image orientation provided to the user via the user interface. The endoscope and endoscope¿s adapter/base were still engaged/in sync/attached. There was no damage observed on the endoscope¿s adapter/base such as a missing screw(s) or component. Prior to the event, the endoscope was not manually rotated 180 degrees. The issue was resolved with another endoscope to complete the case. The issue did not result in patient injury.